Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold. Boston scientific company representative reported that during a device routine review in the clinic, the physician observed the threshold to be high. However, impedance was stable with no abrupt increase. The patient is a keen golfer and microdislodgement could be one of the cause of increased in threshold. The physician opted reprogramming the lead and suggested home monitoring and monthly checks. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.